Event description:
A port and device not turning on with data cable issues were reported with the freestyle libre reader. A caller reported that the reader powered on when the button was pressed but not with the test strip inserted. Additionally, no scans were obtained with the test strip. As a result, the customer experienced a loss of consciousness, ketoacidosis, and went into a hyperglycemia coma. The fire department was called onsite, the customer was transported to a hospital where they were hospitalized, diagnosed with ketoacidosis, and was administered an unspecified IV treatment. The duration of hospitalization was not reported and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.